Event description:
It was reported, "patient incurred a burn. Insulation not down all the way on electrode. The patient was treated at the facility." Treatment of client is unknown.

Manufacturer narrative:
The device in question, the ultraclean needle electrode enables the operator to remotely conduct an electrosurgical current from an electrosurgical handpiece through the electrode to the operative site for the desired surgical effect. The DHR, device history record, review showed that this device was confirmed by manufacturing documentation to have been produced according to manufacturer's specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. In process check of the heatshrink/insulation is performed to ensure proper production of the devices; therefore, it is unlikely that product was shipped to the customer with an exposed electrode blade at the proximal end of the device. A 24 month review of complaint history shows this reported event as an isolated incident for this reported failure mode. The original device was not returned to conmed corporation for evaluation. Twenty two (22) lot sample electrode devices were returned for evaluation. The returned devices were examined in the laboratory. No device damage or manufacturing defects were observed with the returned, unused devices. A picture of the actual complaint device was returned to conmed complaint center. A gap between the insulation and the proximal end was observed in the photograph of the actual complaint sample. The complaint failure mode was confirmed based on the photograph provided by the end-user facility. There could be multiple of possible causes of the reported failure mode. An improperly assembled device could be a manufacturing related cause for the suspect device failure. In process inspection & visual checks were done to ensure proper production of the devices. DHR/lhr documents showed no discrepancies during the review. Lot samples provided by the end-user failed to exhibit any exposed electrode blade at the proximal end of the device. The insulation was intact on all of the returned devices. The only way to expose the electrode blade at the proximal end was to cut the insulation off of the device. The insulation from the cut lot sample overlapped the plastic hub of the device by approximately one eighth of an inch. Other possible cause of the failure mode could be insulation damage after the production. IFU states, "these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration." Thus, any device discrepancies and or damage should be detectable prior to the use. The potential cause of the complaint could be an exposed blade at the proximal end of the device. The root cause of the exposed blade material is not determined at this time. Conmed's quality engineering investigation did not reveal the reported device failure in any of the returned lot samples. No conclusive manufacturing related defects can be determined without reviewing the actual complaint product. The complaint is confirmed based on the photographic representation of the suspect device returned to conmed by the end-user facility. The complaint investigation has not identified a manufacturing or component defect in the returned lot samples; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed. Device held by end-user risk management.

Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Pictures of the device have been sent via email. A supplemental report will be filed when the quality engineering evaluation is completed. Device held by risk management.